Event description:
It was reported that prior to a procedure, when the implantable cardioverter defibrillator was taken out of the box and interrogated, it was found to be in backup vvi mode. The device was not used. There was no patient involvement.

Manufacturer narrative:
The reported event of backup vvi mode was confirmed. Analysis of the device image found the device went into backup mode due to a low battery voltage consistent with premature battery depletion. Battery investigation was performed, and the battery was found to be normal. The cause of the premature battery depletion was due to high hybrid current drain, which could not be replicated in the laboratory. The cause of the reported event could not be determined.

Manufacturer narrative:
The reported event of backup vvi mode was confirmed. Analysis of the device image found that the device went into backup mode due to a low battery voltage level. Electrical testing revealed high current drain from the hybrid, resulting in premature battery depletion. An anomalous integrated circuit was found to be the cause of the high current drain and premature battery depletion.